Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had been having bladder issues for the past 2 days. Patient has dementia and recently moved to where the patient representative was helping to care for them and they were unfamiliar with how to use the external devices. Reviewed how to charge the handset and offered to walk caller through connecting to ins but they declined at this time. Emailed additional instructional materials to the caller. Additional information was received from the patient on (B)(6) 2025. The patient repeated the therapy issue. The patient stated that they had a healthcare provider (hcp) in (B)(6) check their ins, and the hcp determined that the ins was not working anymore and would need to be replaced. The hcp did not inform the patient of what specifically was not working with the ins, and they did not indicate if the ins battery had reached end of service (eos). The patient requested listings of hcps that could replace the ins. The agent re-opened the case and emailed the listings as requested.